Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold was observed and externalized conductors were observed via fluoroscopy. Programming changes were made and the lead remains implanted. The patient was stable afterwards. The lead is planned to be changed out when the device reaches eri.